Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres when inflated for a few seconds upon first inflation. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.